Event description:
Co received a report from the affiliate that, during a valve replacement procedure, the suture broke while tying the knot. There were no adverse pt consequences related to this product event.